Event description:
It was reported thrombus occurred. It was reported via social media that a patient has had a watchman laa closure device for about three years and a blood clot is beside it. No additional information is known about this event.

Manufacturer narrative:
Event date estimated as the aware date since unknown. Implant date estimated to 3 years prior to aware date.

Event description:
It was reported thrombus occurred. It was reported via social media that a patient has had a watchman laa closure device for about three years and a blood clot is beside it. No additional information is known about this event. It was further reported from the commenter that the watchman closure device is "falling apart" and the commenter believes that open heart surgery may be necessary to remove the closure device.

Manufacturer narrative:
B3: event date estimated as the aware date since unknown d6a: implant date estimated to 3 years prior to aware date b5: describe event or problem - updated to include additional allegation from the commenter. G1: MFR contact first name, MFR contact last name - updated h6: device codes- updated based on the additional allegation from the commenter.